Manufacturer narrative:
Evaluation summary: there were no system settings, optical coherence tomography (oct) images or video images provided for review to determine if there were any obstructions or treatment abnormalities that might have contributed to the event. The laser system allows the user to select the placements of the programmed incisions. The system then fires femtosecond laser pulses to create perforated incisions. The incisions are not opened immediately following the laser treatment and are required to be opened by a surgeon in the operating room before the remaining steps of the cataract procedure can be performed. The incisions can undergo significant manipulation when they are opened and as the remaining steps of the cataract procedure are completed following the laser treatment. Sutures are used to ensure closure of an opened incision that may no longer be self-sealing and are used in both, laser-assisted and manual cataract procedures. The need for a suture can be a result of the surgical technique and patient anatomy in addition to a system related issue. The licensed/trained operator should be competent in mitigating the risk of any direct patient harm similar to what would be required in a manual cataract procedure. There were also no reported system messages or system issues that would clearly indicate that the system caused or contributed to the event. The system met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that sutures were required to sew the paracentesis as it was not sealed properly. It was the paracentesis left to the main incision. The surgeon was satisfied with the main incision and also with the other incisions. This is one of two reports being filed for this facility. This report is for the first patient.